Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 580 mg/dl at the time of the incident. The customer tried replacing the battery in the charger and used another charger but the light still did not come on. The customer declined troubleshooting for the high blood glucose as they had it under control. The device will not be returned for analysis.